Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One needle suture piece was received for analysis. The product code is unknown. During the visual inspection, the swage and attachment area were noted as expected. The suture was examined and the end of the suture was observed to be cut probably caused by a surgical instrument. Besides that frayed suture was found along the strand and body fluids. Per the conditions of the returned sample, the functional test could not be performed. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch/lot number is unknown. Additional information was requested, and the following was obtained via: the product received for analysis included additional items: -one needle-suture piece with the suture pds unk product code -and one packaging and one suture piece product code sxpp1a301. Please advise if the the pds unk suture belongs to this complaint?=>yes. & packaging received belongs to this complaint?=>yes. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, the suture was broken easily. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.